Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2013 with the following findings:during a visual inspection, no damage was observed to the keypad cover. During testing, the up arrow and down arrow keypad buttons were intermittently responsive. The ok and contrast keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the pump display screen appeared dim and discolored. When replaced with a test display, the screen functioned appropriately.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the up, down, and ok buttons are intermittently responding and is hard to press. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.